Event description:
It was reported that the cassettes were ruptured along the weld between the tubing connections. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR has not yet evaluated returned cassettes. Cassettes were found to be ruptured during biomed testing, prior to being put into service. Conclusion: customer sent replacement cassettes under warranty.